Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue could not be duplicated. No abnormalities were found in the event trace and the ac adapter passed 66 hours of extended run-in with the customer's settings. All tests passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 stop ventilating while on a patient. The unit was still on when it stop ventilating. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.